Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was observed to have been both oversensing and undersensing 38 months post implant. An invasive procedure was performed to address the issue and the lead shocking terminal pins were found to reversed in the device header.